Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this electrode was returned fractured approximately 326 mm from the terminal pin. The insulation is fractured approximately 80% through and the sense a conductor is completely fractured. The high voltage cables appear intact. Based on the analysis results, the fracture appears to be the result of cyclic fatigue at the fracture site. In december 2020, boston scientific issued an advisory notification regarding the potential for emblem s-ICD subcutaneous electrodes to exhibit a lead body fracture just distal to the proximal sense ring. This electrode is a part of the advisory population.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) electrode had oversensed noise in an atrial fibrillation (af) episode suggestive of fracture at or near the xiphoid node. The associated device is currently programmed to the secondary sensing vector but historically delivered inappropriate therapy due to myopotential oversensing and baseline shifts in the primary sensing vector (see (B)(4), FDA report number 2124215-2020-25795). The physician suspects this is indicative of lead fracture. The field representative recommended x-ray imaging to assess for lead body damage along with isometrics and pocket manipulations. Additional information received indicates that the entire s-ICD system was explanted and replaced. The electrode was returned for evaluation. The patient tolerated the surgical intervention well.